Event description:
Underinfused the medication by 1/3 of bag in 24 hrs. Bag volume 74.4 ml + 8.6 ml overfill. 3.1 ml/hr continuous infusion. Pt experienced extreme fatigue all day due to underinfusion.